Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, and fold creases. A microscopic analysis was performed which identified: a sharp broken on posterior, a striated broken on posterior, four striated openings on posterior, and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening, a striated broken on posterior assessed as surgical damage consist in the use of some surgical tool and a four striated openings on posterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.